Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking at the connector. It was observed that there was dried precipitation at the blue winged cap which suggested a leak may have occurred. This issue was observed at the hospital prior to patient use. The device was filled with fluorouracil hs (accord) 4700mg in sodium chloride 0.9% 115ml total volume. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between january 16, 2024 ¿ january 18, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and white drug precipitate at the connection of the blue winged luer cap was observed which suggests a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.